Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection of the device revealed that the antenna coil was cut and the electrode was severed prior to receipt. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut antenna coil wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing due to the cut antenna coil wires which are believed to have occurred during revision surgery. The cut antenna coil wires prevented several of the electrical tests from being performed which are believed to have occurred during revision surgery. The device passed the electrical and mechanical tests performed. This is an interim report.

Event description:
The recipient is reportedly experiencing open electrodes programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). Correction: evaluation codes. The external visual inspection revealed that the antenna coil was cut and the electrode was severed prior to receipt. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut antenna coil wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing due to the cut antenna coil wires which are believed to have occurred during the revision surgery. The cut antenna coil wires condition, which are believed to have occurred during the revision surgery, prevented several of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of open electrodes, sound quality, loudness growth issues, and decrease in performance could not be verified during this analysis, which was limited in some respects due to the electrode and the antenna coil being cut prior to receipt. This device passed all of the tests performed. This is the final report.

Manufacturer narrative:
The external visual inspection of the device revealed that the antenna coil was cut and the electrode was severed prior to receipt. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut antenna coil wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing due to the cut antenna coil wires which are believed to have occurred during revision surgery. The cut antenna coil wires prevented several of the electrical tests from being performed. The device passed the electrical test performed. This is an interim report.